Manufacturer narrative:
Serial number#: the suspected handpieces reported contains serial number: (B)(4) and (B)(4). It is unknown which handpiece was used for which patient. Expiration date: unknown as product serial number remains unknown as it is unknown which handpiece was used out of reported two handpieces. UDI #: a complete UDI # is unknown as product serial number remains unknown as it is unknown which handpiece was used out of reported two handpieces. Device manufacture date: unknown as product serial number remains unknown as it is unknown which handpiece was used out of reported two handpieces. Device evaluated by MFR: a review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. It was also reported by the doctor that the direction for use (dfu) regarding the handpiece cleaning/sterilization were not followed in regards of the flushing (the flush was performed after removing the tip and sleeve). The account also admitted the re-use of the opo71 tubing during the three procedures when the tubing is labeled as single use only. The doctor understands the possibility that the re-use of the devices may have caused the event. No further information was provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that endophthalmitis occurred on a patient 1 day postoperatively. Surgeon suspected opo71 (next generation phaco tubing dp-pack) and handpiece may have caused the issue. There were no details on the medication prescribed for the patients. Patients were recovering after a week. This event will capture patient 1 out of 3 patients and for the handpiece device. A separate report is being submitted for the tubing product.

Manufacturer narrative:
Additional information: it was reported that the date of event was september 10, 2022. Phaco tip and sleeve models were opocr4521r and opos20l; the lot numbers were unknown. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Additional information as reported the suspected handpieces reported contains serial number: (B)(6) and (B)(6). It is unknown which handpiece was used for which patient. The product investigation for handpiece with serial number (B)(6) was completed and no problem was detected. Section h6: the investigation conclusion code 67 has been added to reflect no problem detected. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.